Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event and therapy date are estimated. During processing of this incident, attempts were made to obtain complete device information. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective stimulation due to high impedances. As such, surgical intervention took place on (B)(6) 2020. During the procedure the lead was replaced with new leads. Intra-op testing on ipg port 9-16 showed high impedance with the new lead. As such, the ipg was also explanted and replaced with a new ipg to address the issue. Reportedly, the issue was resolved and therapy was confirmed post operatively.